Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains implanted in the patient. The coil was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium premature detachment during a procedure. The patient was undergoing coil embolization of a small, left internal carotid-posterior communicating artery aneurysm. Vessel tortuosity was described as moderate and medium size in diameter. It is not known whether a continuous flush was administered during the procedure. It was reported that during the procedure, a framing coil as well as and several axium coils were placed using an instant detacher. It is not known whether detachment was confirmed through imaging. Afterward, an additional coil was attempted to be inserted through the same microcatheter; the coil became stuck in the distal end of the microcatheter. The physician noticed that the axium coil placed previously was still within the microcatheter. The physician pushed the axium into the aneurysm and continued inserting the next coil, which was placed in the aneurysm without further issue. It was noted that there was no flow to the aneurysm at procedure completion. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.